Event description:
Discordant advia centaur xp cea results were obtained on samples from five patients. The patient samples were run on a clumpy reagent pack. The clumping was noticed after the quality control (qc) was run by the next shift. The qc was unacceptable. Repeat testing was performed on a new reagent pack for the patient samples and amended reports were issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp cea result.

Manufacturer narrative:
The cause for the discordant advia centaur xp cea results is the clumpy reagent pack. The clumpy reagent pack was removed from the instrument and no further issues were reported. The instrument is performing within specifications. No further evaluation fo the device is required. The instruction for use (IFU) limitation section states: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."